Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a air bubbles in the infusion set tubing. The customer's blood glucose level was 164 mg/dl. Tandem technical support assisted the customer with removing the air from the tubing. The customer resumed insulin delivery.